Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, a patient/layperson informed a customer care advocate (cca) that on the next day, her ultra meter would not power on. The patient did not take the usual 600 mg metformin and 10 mg glyburide. After the issue begain the patient developed shaking. The patient denied receiving and/or requiring medical attention. Although the issue was resolved with customer service, products were replaced. Although no medical intervention was received, the complaint is classified as an adverse event as the patient alleged that after the issue began he experienced shaking, a symptom that can be associated with hypoglycemia.